Event description:
The distributor reported on behalf of the customer, the evis lucera ultrasound gastrovideoscope presented an invisible ultrasound image (no image). No patient injury reported. During the evaluation, an additional reportable malfunction was found; the fixed screw adhesive was peeling. This report is to capture the reportable malfunctions of the invisible ultrasound image (no image) and the fixed screw adhesive was peeling.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was something wrong with the ultrasound image due to damage to the ultrasound probe. The sound line was missing. The bending section cover adhesive was cracked. There were scratches on switch two (2), switch three (3), switch box, objective lens, and operation part side of the universal cord. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The scope cover was missing. There were scratches on the objective lens. The suction cylinder had been scraped. The up/down knob could not be securely fixed due to wear of the d-angle fixing lever. Wrinkles were found on the universal code. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred during the procedure. It was unknown if the patient was under general anesthesia or if there was a surgical delay. The intended procedure was completed with the same device. It was unknown if the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 11 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to external force that was applied. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): important information ¿ please read before use. Precautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Olympus will continue to monitor the field performance of this device.